Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implant procedure, the lens was torn during injection in the cartridge. There was patient contact. The surgery was completed with same lens model and there was no patient impact reported.

Manufacturer narrative:
The product was returned for analysis and damage to the lens was observed. Iol returned in lens case. Solution is dried on the iol. Both haptics are adhered to the optic surface in a folded position. The optic is cracked/fractured and scratched/marked-rejectable with a piece missing. We are unable to determine the root cause for the reported complaint "lens torn during injection in the cartridge". Only iol was returned, no cartridge was returned. The reported complaint is lacking in relevant information such as associated cartridge used to complete a thorough investigation. Due to the lack of information and the lack of cartridge, we are unable to verify if the iol contributed to the event. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).